Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("cramps") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included strabismus, multigravida, multiparous, multiple cesarean sections and drug intolerance. Family history included breast cancer. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("android-type weight gain + (B)(6) kg"), arthralgia ("arthralgia"), abdominal distension ("bloating"), libido decreased ("decrease in libido") and fatigue ("fatigue"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, weight increased, arthralgia, abdominal distension, libido decreased and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, fatigue, libido decreased and weight increased with essure. Diagnostic results: excerpt from the surgical report dated (B)(6) 2017 : "vaginoscopy and catheterization of the cervix performed without difficulty, providing a good view of a normal-sized uterine cavity. However, it should be noted that the uterine horns were very deep. The right ostium was obstructed and required careful dilatation using a polyp clip, after which an implant was easily placed with 2 or 3 trailing coils visible. On the left side, easy implant introduction with 4 or 5 trailing coils visible." The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 06-feb-2019. This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("cramps") in a 43-year-old female patient who had essure (batch no. 882189) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included strabismus, multigravida, multiparous (para iii), multiple cesarean sections (three) and drug intolerance (intolerance to dafalgan, tramadol and daflon (malaise, nausea, renal pain)). Family history included breast cancer (mother: breast cancer at 48 years old). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia / articular pain"), abdominal distension ("bloating"), libido decreased ("decrease in libido") and fatigue ("fatigue / lack of vital energy") and was found to have weight increased ("android-type weight gain + 14 kg"), 6 months 25 days after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, weight increased and abdominal distension outcome was unknown and the arthralgia, libido decreased, fatigue and asthenia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, asthenia, fatigue, libido decreased and weight increased with essure. The reporter commented: no follow-up after the removal of essure was yet performed as the removal was recently performed. The reporter did not know if essure caused or contributed to the occurrence of the events. Diagnostic results: excerpt from the surgical report dated (B)(6)2012 : ¿vaginoscopy and catheterization of the cervix performed without difficulty, providing a good view of a normal-sized uterine cavity. However, it should be noted that the uterine horns were very deep. The right ostium was obstructed and required careful dilatation using a polyp clip, after which an implant was easily placed with 2 or 3 trailing coils visible. On the left side, easy implant introduction with 4 or 5 trailing coils visible." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-sep-2017. The most recent information was received on 12-mar-2018. This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("cramps") in a 43-year-old female patient who had essure (batch no. 882189) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included strabismus, multigravida, multiparous (para iii), multiple cesarean sections (three) and drug intolerance (intolerance to dafalgan, tramadol and daflon (malaise, nausea, renal pain)). Family history included breast cancer (mother: breast cancer at 48 years old). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 6 months 25 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("android-type weight gain + 14 kg"), arthralgia ("arthralgia / articular pain"), abdominal distension ("bloating"), libido decreased ("decrease in libido") and fatigue ("fatigue / lack of vital energy"). On an unknown date, the patient experienced asthenia ("asthenia"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, weight increased and abdominal distension outcome was unknown and the arthralgia, libido decreased, fatigue and asthenia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, asthenia, fatigue, libido decreased and weight increased with essure. The reporter commented: no follow-up after the removal of essure was yet performed as the removal was recently performed. The reporter did not know if essure caused or contributed to the occurrence of the events. Diagnostic results: excerpt from the surgical report dated (B)(6) 2012 : ¿vaginoscopy and catheterization of the cervix performed without difficulty, providing a good view of a normal-sized uterine cavity. However, it should be noted that the uterine horns were very deep. The right ostium was obstructed and required careful dilatation using a polyp clip, after which an implant was easily placed with 2 or 3 trailing coils visible. On the left side, easy implant introduction with 4 or 5 trailing coils visible." The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: abdominal pain lower: the analysis in the global safety database revealed 1003 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2018: follow-up information received from the pharmacist on (B)(6) 2018 (report of the visit control post essure withdrawal on (B)(6) 2018): patient found to have a clear improvement of her "lack of vital energy" since removal, the decrease of asthenia which allowed to start again sport, joint pain decreased, and not-marked improvement of her libido. No other new medical information was provided. Case closed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 21-sep-2017. The most recent information was received on 07-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("cramps") in a (B)(6) year-old female patient who had essure (batch no. 882189) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included strabismus, multigravida, multiparous (para iii), multiple cesarean sections (three) and drug intolerance (intolerance to dafalgan, tramadol and daflon (malaise, nausea, renal pain)). Family history included breast cancer (mother: breast cancer at (B)(6) years old). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 6 months 25 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("android-type weight gain + 14 kg"), arthralgia ("arthralgia / articular pain"), abdominal distension ("bloating"), libido decreased ("decrease in libido") and fatigue ("fatigue"). On an unknown date, the patient experienced asthenia ("asthenia"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, weight increased, arthralgia, abdominal distension, libido decreased, fatigue and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, asthenia, fatigue, libido decreased and weight increased with essure. The reporter commented: no follow-up after the removal of essure was yet performed as the removal was recently performed. The reporter did not know if essure caused or contributed to the occurrence of the events. Diagnostic results: excerpt from the surgical report dated (B)(6) 2012 : ¿vaginoscopy and catheterization of the cervix performed without difficulty, providing a good view of a normal-sized uterine cavity. However, it should be noted that the uterine horns were very deep. The right ostium was obstructed and required careful dilatation using a polyp clip, after which an implant was easily placed with 2 or 3 trailing coils visible. On the left side, easy implant introduction with 4 or 5 trailing coils visible." The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-nov-2017 for the following meddra pt: abdominal pain lower: n° 696 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2017: device removal questionnaire received - on 12-sep-2017, bilateral salpingectomy with traction was performed to remove essure. Essure was removed at patient's request. Removal of essure due to asthenia (new event added), articular pain and decrease of libido. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.